Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 313 mg/dl. A bolus was delivered and the customer had insulin on board (iob) to address the bg level. The infusion set was changed. A pump system check was performed using the current supplies and no device issues were identified. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.